Event description:
It was reported that patient presented for leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the delivery catheter was difficult to bend within the right atrium, so torque was applied to help guide it through the tricuspid valve. Reaching the lower part of the ventricular septum was difficult due to the heart¿s structure, resulting in poor pre-mapping parameters. While attempting to reposition the device, the screw extended unintentionally. A second device was docked, and re-approach was performed. Subsequently, the patient experienced a drop in blood pressure, and cardiac tamponade was identified. The procedure was withdrawn. The perforation site was closed through open-heart surgery. Patient is alive and hospitalized for treatment.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information noted that transvenous pacemaker was implanted and patient condition was stable.

Event description:
New information received noted that pericardiocentesis was performed to relieve cardiac tamponade.